Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported experiencing a change in therapy. The patient stated that they were implanted because they were going to the bathroom too much, but now the patient is not going enough and has a backache around the waist. The patient was advised to follow-up with their healthcare provider. No device issues were reported patient status is unknown at the time of this report.